Event description:
Our sales rep, reported that, when the 7 x 280mm nail was tightened the top part of the nail broke off. A 2 x 270mm was used instead. The nails was not close to the patient when it broke. There was only a 5 minute delay - to open a new nail. No complications were reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.